Event description:
It was reported that 5 bd ultra-fine¿ pen needles were blocked and failed to deliver insulin during use. The following information was provided by the initial reporter: "needle appears blocked patient reported blocked needles to website,reports primed pen needle and it appeared blocked, no insulin came out, disposed of in sharps container and repeated 4 or 5 times with new pen needles and same result.he obtained another box and successfully administered insulin."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd ultra-fine¿ pen needles were blocked and failed to deliver insulin during use. The following information was provided by the initial reporter: "needle appears blocked patient reported blocked needles to website,reports primed pen needle and it appeared blocked, no insulin came out, disposed of in sharps container and repeated 4 or 5 times with new pen needles and same result. He obtained another box and successfully administered insulin."